Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contra-indications: do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the lip and lip rhytids. Prior to the injection, the patient was given numbing cream. Three days later, the patient developed bruising on the right upper lip which was later identified as an occlusion. Patient was treated with hyalase over 2 days with heat packs and massage afterwards. Symptoms resolved 4 days after onset, the patient is looking really good and the occlusion is totally resolved. Patient concomitantly takes herbal supplements.